Event description:
Size 2fr catheter inserted in 2000 for antibiotic treatment of meningitis via home care. Pt admittied for removal of catheter. When removed, a 10" piece of catheter had broken off. Pt sent to xray for chest xray, for flouoro, for CT, and then for echocardiogram. Catheter piece not found.